Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and failure analysis investigations did not replicate or confirm the customer reported complaint. The reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. Grip misalignment was observed. Additional observations not reported by site were also identified: the cadiere forceps instrument was found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was found to have scratch marks/abrasions on the proximal clevis. The instrument was found to have various scratches on the main tube. The scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.061¿ - 0.208¿ in length and are not axially aligned with the tube axis. The material is not missing from the surface of the main tube. Components adjacent to this scratched main tube show damage. The scratch marks were observed on the proximal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument jaws did not respond correctly to surgeon's commands. There were two lives remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred while the surgeon¿s head was in the console and attempting to manipulate the instrument. There was no shaking or friction observed or interference between instrument arms. There were no external collisions, and the procedure was carried out with the same instrument. There was no patient injury.